Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore, no evaluation could be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3010 tw power supply "interrupted use when using the tissue sealer, it would start and stop, like the connection was loose." The procedure was completed using the reported power supply. It was reported that the occurrence date was "about six months ago, item has been sitting in customer's office for several months." The hospital reported no pt effects. The product is not returned, since it is out of warranty.